Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported a no delivery alarm. The blood glucose reading was 422 mg/dl. The patient treated it with an infusion set change. No further information was provided.